Event description:
The patient's spouse reported that "18 ml of medication was found in her husband's pump at the last refill". Shortly after leaving the doctor's office, the patient experienced withdrawal symptoms which necessitated a trip to the ER. While in the ER, the patient was given narcan. The patient is doing better. A study was performed and the hcp reported that it was "o.k." The MFR's device system registry indicated the patient's pump was explanted and replaced after 80 months implant duration. The final patient outcome and the drug contained in the patient pump is unknown. Additional information has been requested, but was not available at the time of this report.